Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator passed the ltv final test which includes many ventilation and alarm functions. Internal inspection revealed an unknown black contaminant on the membrane switch ribbon. This condition of the membrane switch ribbon could cause the ventilator to shutdown. A review of the event trace revealed multiple ¿ln vent1¿ alarm conditions ranging from (B)(6) 2015. All other event trace entries are consistent with normal ventilator operation. The membrane and overlay were replaced to correct the reported problem.

Event description:
It was reported that the ventilator went into vent inop while being used for training. The ventilator was not connected to a patient when the reported problem occurred.